Event description:
Customer reportedly received the following results on the performa system: 22:24 - 120 mg/dl 22:26 - 126 mg/dl 22:34 - 363 mg/dl 22:35 - 121 mg/dl 22:36 - 116 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.